Event description:
Boston scientific crm received information that during an attempted lead implant, the physician reported difficulty with the lead-device connection. As a result, the lead was removed from the implant procedure and returned for laboratory testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead did not pass testing, which verifies electrical continuity as well as resistance. Microscopic analysis revealed that this discontinuity resulted from a fractured laser weld at the terminal pin. An investigation of the issue has found that the fracture occurs as a result of microscopic cracks created during the welding process, combined with lead manipulation during repositioning attempts, or multiple extensions/retractions of the lead's helix. Boston scientific has a cross-functional team of engineers investigating the root cause of this issue and has implemented enhancements to the manufacturing process to minimize the potential for this failure mechanism. Specifically, revised instructions have been provided addressing the coil cutting process. This will ensure an optimal weld of the lead's coil to the terminal pin. Additionally, the laser imaging optics system was replaced with a more advanced system, to ensure optimal weld alignment.